Event description:
Reporter alleged obtaining a result of 380-389 mg/dl on one compact plus system compared back to back with a result of 140 mg/dl on an unknown compact plus system when testing was performed within 10 minutes. Reporter self-treated by sleeping. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.